Event description:
It was reported that during a device upgrade, externalized conductors were observed. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped and replaced. Patient was asymptomatic.

Manufacturer narrative:
External insulation abrasion was noted at 13.1-13.2cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 7.8-9.8cm from the distal tip. Insulation damage was found at 29.0cm from the distal tip, consistent with clavicle crush damage. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead, which had been previously capped was extracted.